Manufacturer narrative:
Investigation: an investigation method could not be applied, because products were not provided to us for investigation. No products at hand, therefore a failure description of the product is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for this product and found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number. Explanation, rationale, conclusion and root cause: on the basis of the current information and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based on the investigation results, a CAPA is not required.

Event description:
The adverse even is filed under aag reference (B)(4),((B)(6)). Associated medwatch-reports: (B)(6) (9610612-2022-00391) - nx013z, (B)(6) (9610612-2022-00390) - nx055z. Involved components: (B)(6)- nn260p - plug f/tibial plateau - lot 51917990, (B)(6)- nx044 - patella 3-pegs p4 - lot 51849212, (B)(6)- nx131 - vega ps gliding surface t3/3+ 12mm - lot 51872457.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with nx055z - as vega ps tibial plateau cemented t3 that was initially implanted during a left total knee arthroplasty (tka) procedure performed on (B)(6) 2013. According to the complaint description, the aseptic loosening of aesculap vega cemented total knee replacement with-de-bonding of the implant from the cement mantle. A revision surgery was necessary. The adverse even is filed under aag reference 100032170 (400582826). Associated medwatch-reports: 400582827 (9610612-2022-00391) - nx013z, 400582826 (9610612-2022-00390) - nx055z. Involved components: 400582824 - nn260p - plug f/tibial plateau - lot 51917990, 400582825 - nx044 - patella 3-pegs p4 - lot 51849212, 400582828 - nx131 - vega ps gliding surface t3/3+ 12mm - lot 51872457.